Event description:
Upon field installation of the device, the field service rep (fsr) reported that the small local display on the roller pump would not function. There was no pt involvement. Investigation in process, but not yet completed.